Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report#2243072-2023-01573 was sent in error. The information conveyed had been found to be erroneous and should not have been conveyed originally.

Event description:
It was reported while using an unspecified bd syringe there were scale marking issues. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: "tristar has some significant stock of 10ml syringes with no markings or partial markings."

Event description:
No additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd syringe there were scale marking issues. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: "tristar has some significant stock of 10ml syringes with no markings or partial markings."